Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Consequently, the physician decided to explant and replace the device. At this time, there is no evidence that suggests data analysis was performed prior to the explant procedure to confirm the code or premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Consequently, the physician decided to explant and replace the device. At this time, there is no evidence that suggests data analysis was performed prior to the explant procedure to confirm the code or premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The product was returned for analysis.